Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's was not receiving no delivery alarm when administering bolus. The patient's blood glucose level was 243 mg/dl. The customer's reported that they are unable to do troubleshooting at the time of call. The customer was advised to do a complete change of infusion set as soon as possible but patient's stated that she is off work at two hours. The patient's wants to returned the infusion set for analysis and but does not want to returned the reservoir for analysis. No further information was reported.